Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Performed visual inspection on sensor plug assembly and no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a hospital meter. Customer reported receiving a vitamin c infusion at his/her place of employment and subsequently receiving an adc libre sensor scan result of 'hi' (reading greater than 500 mg/dl). Customer additionally reported experiencing a loss of consciousness. Paramedics were called and upon their arrival, customer was administered intravenous fluids and transported to a local hospital. At the hospital, a reading of 13 mg/dl was obtained and customer was diagnosed with hypoglycemia and received multiple injections of glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a hospital meter. Customer reported receiving a vitamin c infusion at his/her place of employment and subsequently receiving an adc libre sensor scan result of 'hi' (reading greater than 500 mg/dl). Customer additionally reported experiencing a loss of consciousness. Paramedics were called and upon their arrival, customer was administered intravenous fluids and transported to a local hospital. At the hospital, a reading of 13 mg/dl was obtained and customer was diagnosed with hypoglycemia and received multiple injections of glucagon. There was no report of death or permanent injury associated with this event.